Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. As per the review of the returned product, there are 2 taper adapters with the same lot number that does match the DHR and no baseplate. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device product code: phx. (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during surgery when the package was opened, the biomet comprehensive reverse mini baseplate was missing, and two taper adaptors were in the package. Another package was opened and surgery was completed. No patient consequences were reported.